Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up and down arrow buttons were hard to press. Customer's blood glucose level was 598 mg/dl and 600 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump had no button error alarm. Unit received with no button response due to flattened down button keypad dome. Unable to perform functional test due to keypad anomaly. Keypad connector was found closed properly during visual inspection. Unable to verify excessive no delivery due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.